Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the insulin pump's act button was unresponsive. The customer¿s blood glucose level was unknown. The customer also reported that the time was advancing. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unit received with button error alarm and had unresponsive esc and act buttons due to unlocked lcd keypad connector. Device had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Device received with button error alarm and had intermittent buttons response due to corroded keypad traces. Device received with button error alarm and had unresponsive buttons due to corroded keypad traces. Device had unresponsive buttons due to flattened (creased) buttons dome switch. No unlocked lcd keypad connector noted. No button error alarm noted during testing. However, unit had intermittent button response due to corroded,, moisture damage keypad traces. Due to flattened (creased) buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify. Alarm due to unresponsive button. No unexpected numbers ramping/scrolling during testing. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window.